Event description:
It was reported that high impedance and capture thresholds were observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.